Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue.

Event description:
A low free light chains, type lambda (flc lambda) result was obtained on a patient sample on a bn ii system using the n latex flc lambda reagent. It is unknown whether the result was reported to the physician(s). The sample was also run using immunofixation, which showed a positive m-band for flc lambda. There are no known reports of patient intervention or adverse health consequences due to the different flc lambda result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00102 on 18-may-2023. Additional information (05-jun-2023): the customer name and phone number were updated in section e1. Calibration and quality controls (qc) data were valid on the day of the event. As per the n latex flc kappa n latex flc lambda instructions for use (IFU): "excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. In addition, other conditions may cause lower flc concentrations, e.g., bi-clonal after therapy, polymerization of lambda chains, etc. If results do not fit to previous ones, or to results of other tests (e.g., serum and urine protein electrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution. Such samples may also not dilute in a linear fashion." Sample specific issues cannot be ruled out as potential causes of the event. The investigation findings and investigation conclusion in section h6 was updated to reflect the additional information. MDR 2432235-2023-00103 and supplemental MDR 2432235-2023-00103_s1 were also filed for this event.